Event description:
Patient is having what appears to be a contact dermatitis and skin reaction to the marlex mesh there is a perfectly demarcated 4 cm x 3.5 cm erythematous patch superior to the inguinal hernia incision site. Persistent rash with no resolution from topical steroids and antihistamines. He has what appears to be body wide reaction (urticaria) as well, with no resolution from antihistamines and topical steroids. A patch test was performed and patient has allergy tixocortol-21-pivalate and cobalt dichloride. Previous rx for steroids were stopped due to allergy.